Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a revision procedure and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), and batch: 7106795. Product family: scs-ipg-pc upn: m365sc11400, model: sc-1140, serial: (B)(6), and batch: 204061.